Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump would not accept the batteries that she inserted. The customer explained that a battery worked but took a few minutes for the insulin pump to turn on. The customer confirmed that this was the first occurrence of this kind of issue. The customer's insulin pump passed the self test. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer's blood glucose was 170 mg/dl. The customer was advised that a replacement battery cap would be sent and to call back if any issues occurred. The customer did not return the product for analysis.